Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section d-9: device available for evaluation: yes, section d-9: device date returned to manufacturer: 29-sep-2025 section h-3: device evaluated by manufacturer: yes, device evaluation: the complaint simplicity received inside an open pouch inside the original folding carton. The patient stickers, patient implant identification card, and implant notification card were also received. During a visual inspection, the device was inspected under magnification. The lens was stuck in the tip of the cartridge. The cartridge was deformed and a stress carack was observed on the cartridge leading to a crack on the cartridge tip. Ophthalmic viscosurgical device ¿ viscoelastic (ovd) was observed inside the cartridge. The lens module, handpiece, and handpiece, and no issues were identified. The lens could not be removed from the cartridge for further evaluation. Complaint issue "cartridge crack" was not identified during product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During insertion, the cartridge of the dcb00 model intraocular lens (iol) cracked while trying to insert it into the patient's eye and there was patient contact. There was no patient injury and no medications were prescribed; however, a suture was required as a surgical intervention. The patient has fully recovered. Additional information was received stating the following were unknown: extent of patient contact, whether the cartridge tip damaged, and if any additional maneuvers were necessary. A back-up iol was not implanted in the patient's ocular dexter (right eye). No further information is available.